Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one tunneler in two segments was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the proximal end of the tunneler plastic tip was detached. The ends of the breaks were jagged and scoring marks were noted on the proximal fragment. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. The scoring marks on the proximal tunneler fragment are consistent with characteristics of manipulating the tunneler with tools (e.g. Hemostats). Handling the tunneler with tools may have also contributed to the reported event. Expiry date (03/2020).

Event description:
It was reported that during the placement of the dialysis catheter, the tunneler allegedly broke in the catheter. Reportedly, the broken piece of the tunneler was removed, however, same catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. Expiry date (03/2020).

Event description:
It was reported that the tunneler tip allegedly broke within the catheter. There was no reported patient injury.